Event description:
It was reported that the patient presented in clinic for implant procedure. The right ventricular (rv) leads helix would not extend. The rv lead was not used. No other information was reported. The patient was stable.

Manufacturer narrative:
Additional information notes device will not be returned. Update to h6 codes.

Event description:
New information notes device will not be returned.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead with four stylets and two clip-on-tool were returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray inspection found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, the helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.